Manufacturer narrative:
(B)(4). Date sent: 06/06/2016. (B)(4). The analysis results found that the ntlc75 device was received in good visual conditions and with three cartridges reloads present. The cartridge reload was received fully fired. The cartridge reload was received unfired with the doghouse damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, after reloading, did not fire correctly. After fifty percent of staple line, did not function, used with bio absorbable staple line reinforcement material. A different device was used to complete the procedure. Everything functioned well. No further information is available. There were no adverse consequences for the patient reported.